Manufacturer narrative:
No button error alarms were noted, and all buttons functioned properly. However, the pump had moisture on the keypad traces, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked reservoir tube.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.